Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported resistance was not able to be confirmed as it was related to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during retrieval of the emboshield nav6 embolic protection device (epd), the retrieval catheter (rc) met resistance and could not advance to capture the epd. The rc was removed and a different device was used successfully to remove the epd from the vessel without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.